Manufacturer narrative:
Device was used for treatment, not diagnosis. Correction: it was documented in the previous report that the reported condition was confirmed with the assignable root cause due to wear from normal use and servicing. However, upon further evaluation, it was determined that the reported condition the attachment device heating up was not confirmed. Therefore, an assignable root cause was not determined. Device evaluation update: further evaluation determined that the nose cone of the device was damaged, and the bearings were damaged. It was noted that the ball bearing was disassembled, the device was missing balls, the cage was not available, and the extension sleeve was damaged. It was also noted that the device failed pre-repair diagnostic tests for lock operation, and cutter insertion. It was determined that the device had worn out and damaged bearings causing it to fail cutter insertion assessment. It was determined that these failures were due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the nose cone was damaged, and the bearings were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the long attachment device was getting hot. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.